Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/25/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began over three months prior to contacting lfs. According to the csr¿s documentation, the patient manages her diabetes with insulin (self adjuster); the patient did not take any action in response to the alleged meter issue; and subsequently, as a result of the reported product issue, the patient claims she became shaky (date/time unknown). In (B)(6) 2013 (during a doctor¿s office visit), the patient reportedly obtained a reading of ¿280mg/dl¿ with the doctor¿s meter and the patient¿s physician reportedly advised her of other ways to perform her test. At the time of troubleshooting, the csr noted the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2014). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.